Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a persistent rise in thresholds.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018; 4012 lead implanted: unknown; 586617 adaptor implanted: unknown; 4512 lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vein occlusion and the right ventricular (rv) lead exhibited a malfunction. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.